Event description:
It was reported that the customer had used five batteries for the insulin pump within a period of six days. The customer stated that there was no odd activity prior to the battery alarms that the customer was receiving. The customer's blood glucose was 149 mg/dl. The customer stated that he had received off no power alarms on the insulin pump and he would receive a low battery alert prior to the off no power alarm. Advised customer to insert a new energizer aaa alkaline battery. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Advised to call back if any further issues occurred. Nothing further reported.

Manufacturer narrative:
The insulin pump had blank display due to broken solder joint b1 on the interface board. Unable to test for the off no power alarm anomaly and the low battery alarm due to the blank display. The insulin pump had a minor scratched display window, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.